Manufacturer narrative:
Concomitant products: corrected information - product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).

Event description:
On 06-oct-2015, additional information was received and it was reported that the device system was delivering gablofen (2000 mcg/ml at 766 mcg/day)with a start date of (B)(6) 2015. The last pump refill was on (B)(6) 2015; the previous refill was (B)(6) 2015. Prior to the (B)(6) 2015 refill, the pump was delivering lioresal and the patient was with another healthcare provider. The indication for use was cerebral palsy and intractable spasticity. It was noted that there had been progressive difficulties with the pump refills despite clear identification of the refill port even under fluoro. The difficulties started in early 2015 at another other hospital and despite the attempts of multiple providers. There were marked difficulties advancing the needle and getting the needle to stay in place. It was suspected that the first syringe emptied into the pump, but they couldn't be sure regarding the second. The patient had no symptoms clinically; there was no large fluid accumulation in/around the pump pocket. The patient't intrathecal dose was lowered temporarily. The patient was given oral baclofen preemptively. It was stopped after a few days without a problem and the patient was monitored. There were no under/over dose symptoms. A pocket fill was not confirmed because access to the pump was impossible for refill. They did not access the catheter access port. They suspected perhaps only a partial pump pocket fill because t he pump continued to run, the patient was monitored, and the patient was asymptomatic. They "suspect needle out forward end of second syringe of med." The patient was to have surgery in early september, but the patient delayed scheduling the surgery. The patient was taken to the or (operating room) on (B)(6) 2015 and the surgeon found that she had very thick calcified material/scar overlying the entire surface of the pump. This calcified material was "rigid almost bony." This was determined to be the cause of the filling difficulties.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal baclofen (concentration and dose unknown) via an implanted pump. On (B)(6) 2015, a suspected pocket fill occurred. The physician noted the patient was a difficult fill and when the needle was removed some fluid came out of the hole. It was unknown at this time whether they would attempt to aspirate and compare volumes or image the pump to estimate the volume. Patient symptoms were not reported. No troubleshooting, interventions and outcome were not reported. Further follow-up was being conducted to obtain information. If additional is received a follow-up report will be sent.

Event description:
Additional information later received reported that the healthcare provider couldn't access refill or catheter access ports. No diagnostics were performed related to the very think calcified material covering the entire surface of the pump. Per the reporter it was assumed that the surgeon sent it to the lab. It was unknown if the pump replacement resolved the problem as the healthcare provider hadn't tried to refill the pump yet.